Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had the pump refilled and the pump read it should have 7ml of drug, but 18ml was withdrawn. No patient symptoms were reported. The physician was planning a roller study on (B)(6) 2020. The issue was not resolved at the time of this report and it was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Event description:
On 2021-mar-26, additional information was received from the patient. They reported their pump was implanted in (B)(6) 2019 and by (B)(6) 2020, they went to have the pump filled and they discovered none of the medication had gone through the pump. The patient had to have the pump replaced because they went through really bad opioid withdrawals. The issue was resolved when the pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. All previously reported method and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.